Event description:
The customer stated that he was treated by the paramedics for low blood glucose levels in the 40 mg/dl range. The customer stated that he changed the infusion set on the morning of the event. The customer stated that he had been very active that week, had been eating less and was unable to test his blood glucose levels as often. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.